Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: material#: 309648, lot#: unknown. Rcc received a complaint via email. Medline complaint#: (B)(4), defect description: particulate in 1ml syringes, medline part#: 23134, product description: syr 1ml l/l, vendor part#: 309648, lot#: unknown, date reported: 7/10/2025, sample received: yes, response needed: summary of findings & corrective actions -- incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00083. Customer response on (B)(6) 2025: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? Unk - reported 07-10-2025. 2. Can you please provide the lot number associated with reported issue? Lot number is unk 3. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label. 4. Total number of occurrences? 1 ea. Customer response on (B)(6) 2025: unfortunately, the sample is not available as it was not retained. Please continue to investigate with the photos provided.

Manufacturer narrative:
(B)(4) follow up a report was received regarding the presence of particulate matter in 1ml syringes. To support the investigation, three photographs of 1ml luer-lok syringes were submitted for evaluation by the quality team. One image depicts three loose syringes, each featuring a single cylinder dot on the barrel. The remaining two images provide close-up views of a loose syringe from different angles, also showing a single cylinder dot. The black dots located near the bd logo or graduation lines are intentional design elements used to monitor the etchings on the print cylinder. These dots are part of the printed scale marking and are not indicative of a defect. Depending on the print configuration, a syringe may display one, two, or no dots alongside the scale markings. Based on product specifications, the observed condition is acceptable.